Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), abdominal pain ('abdominal pain'), depression ('psych injury/depression') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, cervical dysplasia, itching, bone pain, neck pain, general body pain, sore throat and respiratory tract congestion. Concomitant products included ferrous sulfate from (B)(6) 2018 to (B)(6)2019, fluoxetine hydrochloride (prozac) from 11-oct-2011 to 11-nov-2011, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, nsaids, paracetamol (acetaminophen) and propranolol since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain, menorrhagia, vaginal haemorrhage, migraine ("migraines headaches"), anaemia ("blood or heart disorder/condition type: anemia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). In march 2011, the patient experienced depression and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain, back pain ("back pain") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, depression, vaginal haemorrhage, anxiety, migraine, anaemia, female sexual dysfunction, nausea, fatigue, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: as per mail communication events "genital hemorrhage, uti" were deleted. Patient aka name, concomitant drug (trazodone) and lab data for (27oct2011) were deleted. Lot number (20214172) was deleted. Case changed from incident to non serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 20214172, 20180238) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding, cervical dysplasia, itching, bone pain, neck pain, general body pain, sore throat and respiratory tract congestion. Concomitant products included ferrous sulfate from (B)(6) 2018 to (B)(6) 2019, fluoxetine hydrochloride (prozac) from (B)(6) 2011 to (B)(6) 2011, medroxyprogesterone acetate (depo provera) from (B)(6) 2010 to (B)(6) 2011, nsaids, paracetamol (acetaminophen), propranolol since (B)(6) 2019 and trazodone from (B)(6) 2011 to (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain/pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines headaches"), the first episode of anaemia ("blood or heart disorder/condition type: anemia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced depression ("psych injury/depression"), urinary tract infection ("uti") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), the second episode of anaemia ("anemia"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (curettage). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, the last episode of anaemia, menorrhagia, depression, vaginal haemorrhage, urinary tract infection, anxiety, migraine, female sexual dysfunction, nausea, fatigue, back pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, the first episode of anaemia and the second episode of anaemia to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2010, patient received treatment for events ¿abdominal pain, general abnormal bleeding, psych injury, menorrhagia (heavy menstrual bleeding), anemia, pelvic pain. Discrepancy noted as per pfs: in date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on (B)(6) 2011: essure confirmation test-not specified. Result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: plaintiff fact sheet and medical record was received. Medically confirmed case. Event added from pfs- migraines headaches, anemia, apareunia (inability to have sexual intercourse), nausea, fatigue, back pain, vaginal pain. Reporter information, medical history, concomitant drug, events onset date were added. New lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.